Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient would not release.

Event description:
It was reported that the surgeon found that tibial plate was loose. He removed all components and replaced them with the triathlon ts system.

Event description:
It was reported that the surgeon found that tibial plate was loose. He removed all components and replaced them with the triathlon ts system

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding baseplate loosening involving a ps lipped tibia insert med 13 was reported. It was reported doctor found that tibial plate was loose. No allegations were made regarding the insert. Based on the provided information, the product reported in this investigation did not contribute to the event.